Manufacturer narrative:
Relevant retention material roche cardiac t quantitative with strip lot 19086420 was measured on a cobas h232 meter at the investigation site with: two native blood samples and two spiked blood samples (c= 400 ng/l and c= 700 ng/l). N= three test strips per blood sample. The blood samples were measured on a cobas e 411 immunoassay analyzer used at the investigation site. The mean of the results from the h232 meter: first native blood sample: <50 ng/l. Second native blood sample: <50 ng/l. First spiked blood sample (c=400 ng/l): 412 ng/l. Second spiked blood sample (c=700 ng/l): 738 ng/l. The results from the e411 analyzer: first native blood sample: <3.00 pg/ml. Second native blood sample: 6.11 pg/ml. First spiked blood sample (c=400 ng/l): 415.1 pg/ml. Second spiked blood sample (c=700 ng/l): 727.9 pg/ml. The results of all measurements were acceptable.

Manufacturer narrative:
The customer has not returned any product. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of high results not corresponding to the clinical picture for 1 patient tested for troponin t quantitative on three h232 instruments. The patient was at the hospital for a routine check-up and was admitted due to an elevated ck result of 2118 u/l. Later that same afternoon the patient was tested for troponin t on h232 instrument serial number (B)(4) with a result of 703 ng/l. A second result from the same sample was 721 ng/l. On (B)(6) 2017 the patient was tested for troponin t on h232 instrument serial number (B)(4) with a result of 448 ng/l. The patient¿s ck result had dropped to 1123 u/l. On (B)(6) 2017 the patient was tested for troponin t on h232 instrument serial number (B)(4)with a result of 545 ng/l. The patient¿s ck result was 656 u/l. On (B)(6) 2017 the patient was tested for troponin t on h232 instrument serial number (B)(4) with a result of 486 ng/l. Probnp was measured with the same sample on the same h232 instrument with a result of 942 pg/ml. The same sample was tested with the elecsys troponin t hs (high sensitive) stat assay on a cobas e 411 immunoassay analyzer with a result of 8.61 ng/l. The result from the e411 analyzer was believed to be correct. Since there were no clinical findings (ultrasound and EKG were clear), the patient was released from the hospital. The customer noted that other patient samples with elevated troponin t on the h232 instruments had comparable results when compared to the e411 analyzer. No adverse event occurred. The patient is in good condition. The same strip lot was used on all 3 meters. Neither the h232 instrument nor a similar device is sold in the united states.